Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that during the preparation for a percutaneous coronary intervention (pci) stenting treatment procedure, stent damage was noted. During preparation, a carotid wallstent was opened and it was noted that a wire was coming out in a different opening. The device was not used on the patient. The procedure was completed successfully with another carotid wallstent. No patient complications occurred. Additional attempts for information were unsuccessful.